Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found damage and a fractured inner coil near the terminal pin. However, the allegation of high thresholds and loss of capture were not confirmed as the fracture and helix damage observed were consistent with damage incurred during the explant procedure. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that shortly following the implant procedure. Loss of capture (loc) was noted from this right atrial (ra) lead during a remote device check. The physician suspected the ra lead had dislodged and the patient was brought into the clinic, where high thresholds were also observed from this ra lead. The physician attempted to surgically reposition the ra lead, but the helix did not extend normally. The ra lead was explanted and a new lead was implanted to resolve the event. The patient was stable with no additional adverse consequences. The lead was subsequently returned for analysis.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that shortly following the implant procedure. Loss of capture (loc) was noted from this right atrial (ra) lead during a remote device check. The physician suspected the ra lead had dislodged and the patient was brought into the clinic, where high thresholds were also observed from this ra lead. The physician attempted to surgically reposition the ra lead, but the helix did not extend normally. The ra lead was explanted and a new lead was implanted to resolve the event. The patient was stable with no additional adverse consequences. The lead is expected for analysis, but has not yet been received.